Event description:
It was reported that during placement right ventricular (rv) lead, the physician attempted to extend the tip, at a rate of 1 revolution per second to maximum number of rotations for the rv lead. The rv lead tip did not extend during fluoroscopic imaging and impedance and threshold was high. The rv lead removed and visually inspected on table while rotation tool was employed. The rv lead tip would not extend despite several attempts. It was also reported that the rv lead tip was noted to be extended on lead approximately 24 hours post implant attempt. The rv lead was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.